Event description:
Per oos, "this lead had a pacing impedance of 500 ohms. The lead was tested multiple ways and the impedance was normal in all the tests. Four days post implant, there was noise on the lead. Six weeks post-implant, the lead lost capture. The lead had perforated the rv apex likely during the implant and was picking up diaphragmatic noise from deep breathing." This lead was replaced with a boston scientific 0185, (B) (4).